Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the user interface assembly was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working properly. There was no patient involvement when the issue occurred. No patient or user harm was reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was not working properly. The customer requested the part number for a replacement user interface (ui) assembly.